Manufacturer narrative:
Trackwise # (B)(4). Corrected sections: d4--unique identifier (UDI) # corrected from "(B)(4)" to "(B)(4)." D4--exp. Date corrected from "03/26/2026" to "03/25/2026."

Event description:
The hospital reported that during a coronary artery bypass procedure, acrobat-I stabilizer z knob could not be tightened and kept rotating. A new device was used to complete the surgery. There were no procedural delays reported. No patient harm or injury was reported.

Manufacturer narrative:
Tw ID#(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a coronary artery bypass procedure, acrobat-I stabilizer z knob could not be tightened and kept rotating. A new device was used to complete the surgery. There were no procedural delays reported. No patient harm or injury was reported.

Manufacturer narrative:
Tw # (B)(4). On (B)(6) 2024, the hospital reported that during a coronary artery bypass procedure, acrobat-I stabilizer z knob could not be tightened and kept rotating. A new device was used to complete the surgery. There were no procedural delays reported. No patient harm or injury was reported. The device was not received, and thus could not be evaluated; therefore, it is not possible to confirm the reported complaint. No escalation is required at this time. DHR of the reported batch is reviewed, there¿s no deficiency identified from production relevant to the knob difficult/ unable to tighten-arm does not lock issue prior to this complaint. All the products had been performed 100% mechanical function test during production. They all passed the function test, which demonstrates the knob can be tighten and also can tighten the link arm. The failure mode addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint occurrence rate is under anticipated rate. Based on the rational provided above, no escalation to the CAPA process is required. There were no consequences or impacts to the patient.

Event description:
N/a.